Manufacturer narrative:
H4 (the correct device manufacture date has been provided). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent video connector pin could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation that the white balance was not working was not confirmed. The unit was tested with various model scopes, and there was no issue with the white balance function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the white balance was not working on the evis exera iii video system center. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the video connector pin was bent, causing no image when connected to the 180 series scopes. This report is to capture the reportable malfunction of the bent video connector pin, causing no image to be noted at estimation.